Manufacturer narrative:
Batch review performed on 5 february 2025: (B)(4) items manufactured and released on 27/09/2024. Expiration date: 09/09/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: reverse shoulder system 04.01.0172 glenosphere - ø36x27 (k170452) lot. 2402693 batch review performed on 5 february 2025 (B)(4) items manufactured and released on 17/05/2024. Expiration date: 01/05/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2413111 batch review performed on 5 february 2025 (B)(4) items manufactured and released on 18/07/2024. Expiration date: 04/07/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0182 short humeral diaphysis - cementless - 9 (k180089) lot. 2406912. Batch review performed on 5 february 2025 (B)(4) items manufactured and released on 24/04/2024. Expiration date: 09/04/2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
Revision surgery was performed due to infection about 2 weeks after the primary surgery. All components revised.